Event description:
During a right sided percutaneous nephrostomy procedure, in the initial attempt to pass an 8 french nephrostomy catheter with a temp tip, the temp tip prematurely separated from the catheter during manipulation for placement.